Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a "jumping sensation" in their abdomen, it was suspected to be diaphragmatic stimulation from the left ventricular (lv) lead. Follow-up indicated that the patient did experience diaphragmatic stimulation. The lv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.